Event description:
The customer reported that a pt dialyzed in 2006. The pt's medical history was not provided by the clinic. Age and sex of pt was not reported/provided. On 08/23/06, the customer called gambro technical assist services (tas) with a question regarding certain alarms on the gambro centrysystem 3 hemodialysis machine and whether these alarm states would cause a weight gain in a pt undergoing a hemodialysis treatment. On 08/25/06, rep, biomedical technician, reported that the maximum tmp and high flow rate alarms occurred within the first 10 minutes of the pt's treatment. The documentation provided by rep shows that the pt's treatment was on the event date, with the treatment being initiated at 10:47 with a target loss of 5.4 programmed into the c3. It is noted that at 10:54 there is a machine malfunction, the pt's blood was returned and the treatment reinitiated at 11:13 on another hemodialysis machine. The pt's pre-treatment assessment was; blood pressure, sitting, 158/84 mmhg/heart; heart rate 70 beats/min; temperature 98.6 degree f; mild congestion noted with respirations even and non labored; no edema was noted. The pt's pre-weight was recorded. The pt's estimated dry weight was recorded. The pt's treatment time was scheduled for four hours. The target loss programmed into the second machine was 6.0 kgs.the pt completed the full four hours of treatment without any further alarms or complications. The pt's post-treatment assessment was; blood pressure, sitting, 139/86 mmhg; heart rate 61; temperature 98.2 degree f; lung sounds clear; no edema. The pt's post-weight was recorded, which was a 2.8 kg weight loss. The c3 recorded a fluid removal of 6.0 kgs. When calculating the 800 ml of normal saline given during the treatment there was calculated error of 2.4 kgs. Reference table 1. The question raised by the biomedical staff on the unit was, could the pt have gained weight during the alarm phase of the treatment on the first c3 hemodialysis machine? The documentation provided by rep does not indicate if the pt was re-weighted after the incident with the first machine. The diazlyer in use was a gambro prolyflux 170h, lot number unknown. The dialyzer was discarded. The dialyzer was not under investigation as other pts were dialyzed with this product without any incidents.

Manufacturer narrative:
Note that with cessation of all manufacturing activies in 12/2000, gambro renal products is no longer a medical device manufacturer. Investigation: biomedical technician, wanted to know if the uf card is bad (pdi & pdo were not registering) what can happen. Would it be possible for a pt to gain weight under these circumstances? The centrysystem 3, had a maximum transmembrane pressure (tmp) alarm and a high flow rate alarm during a pt's treatment. Discussed uf cca failure scenarios; 88 mode vs 00 mode and flow rate. Explained it would take a 2 or 3-point failure to show maximum tmp alarm and have the pt gain weight. Reported that they are contradictory terms. Explained the basic uf control and the opposite nature of the alarm and the pt's condition. Asked that the biomedical staff check the machine and ask for more pt information. Conclusion: there was inadequate fluid removal of 2.4 kgs recorded on a pt who was dialzyed in 2006. The staff did not know if this fluid removal error occurred during the alarm phase of the first c3 hemodialysis machine or was the result of a fluid removal error of the second c3 hemodialysis machine. Rn, reported that the pt was stable and discharged to home. She reported that the pt did not require any medical intervention nor was there any injury sustained.